Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) yr old male pt developed a rash under the front therapy electrode pad. The pt's pharmacist gave him a cream to treat the rash. Follow-up indicated the pt's skin was drying up and healing.

Manufacturer narrative:
Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.